Event description:
Information received from the field does not address the patient's clinical status but notes premature eri. After an attempt to clear the eri trip, measured battery data was 2.53 v, 7 ua, 14.3 kohms. Two more measurements read 2.50 v, 9 ua, 14.2 kohms and 2.50 v, 9 ua, 14.3 kohms with the eri message. After recalibration, the eri message remained. Therefore, the device was replaced.